Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported via a manufacturer representative that there were multiple burs affected, one reported to have broken and others not drilling or "blunt" during the procedure. The patient was alive with no injury. On follow-up, it was reported that the procedure was comprehensive endoscopic sinus surgery with frontal trephines. The hcp had to open more than one drill on a case as compared to usually just using one drill per case. There were fragments detached from the device. There was a delay in the procedure because the drill was not drilling into the patient¿s bone so the procedure took longer.

Manufacturer narrative:
Analysis found that visually, the distal end of the inner shaft broke off. The portion that became detached measured 0.70¿ long. The break point corresponds to the distal end of the outer hub. Visually, there was wear on the inner shaft and on the adjacent faces of the hubs. There was a residue consistent with tape adhesive on the hubs. If information is provided in the future, a supplemental report will be issued.